Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hold am 10.11.18 information was received from a healthcare professional (hcp), a consumer and a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was shut off and that it was not working; the hcp didn't have any further information on this. Then, the patient reported that the ins had been off for almost three years because the patient didn't feel pain anymore. The patient said they have cancer and needed an MRI so they wanted to know if a rep could come to get the ins working again so they could get an MRI. Later, the rep called and MRI eligibility was reviewed. No symptoms were reported. No further complications were reported/anticipated. Additional information was received from an hcp. It was reported that patient was having a breast MRI that was not related to the device/therapy. Caller (MRI technologist) stated that patient reported to him that she has not charged the ins in quite some time and did not bring her programmer today. Caller did not know when patient's last successful recharge was; therefore no troubleshooting could be performed due to lack of access to product. On (B)(6) 2018, rep reported that they spoke with the patient again yesterday. Patient is not interested in going thru the procedure for doing a device reset and charging her battery at this time.  The information has been communicated to her physician in (B)(6) and to the local hospital in (B)(6) where she is receiving care. No symptoms were reported. For event date, caller stated that it has been a while. No further complications were reported/anticipated. Additional information received from the consumer reported that the device was turning off and on by itself and wouldn't charge two years ago. The patient stated the implant had been dead for almost 2-3 years. The patient wanted to meet with a manufacturer representative to confirm MRI eligibility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause was unknown and could not be determined because patient has unrelated cancer which takes priority. Therefore, no further interventions are planned. The device issue is still going on but fixing the device issue is not a priority. Patient stated that the issue started roughly about 3 years ago and at that time she weighed around (B)(6). Patient stated she has moved to ri now and provided the update information. No further complications were reported/anticipated.